Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The position detection signal was not stable after priming. An alarm appeared and the physician was asked to try and insert the pump. Even though the pump started, the position detection signal was not stable. The alarm continued. As a result, the pump was replaced. No patient harm was reported.

Manufacturer narrative:
The investigation into the reported issue has been completed. Review of the provided logs showed that the placement signal was unreliable. A 'placement signal not reliable' alarm was triggered at 16:58 on 08jun2021. Apart from the placement signal, the pump ran as expected without issues. Analysis of the returned pump found open lines of the pressure sensor and voltage lines. No kinks or cuts in the catheter were observed. The pump was run in the lab, and the 'placement signal not reliable' alarm was triggered. The alarm did not resolve, despite manually re-zeroing of the sensor from the console. The root cause of the unreliable placement signal was an open line. This report is being filed as part of a retrospective review of historical records.